Event description:
A clinical study patient reported redness and infection at the implant site. Antibiotics were prescribed and the patient is doing well and using their device with significant relief.

Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information. Additional follow-up was performed which ruled out the following as potential causes of the reported issue: not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, touching or picking the wound, severe force applied to the implant, excessive twisting, stretching, or bending, contraindicating conditions, implanting the device in an off-label location, migration, not prepping the skin with an antiseptic solution, not irrigating with an antibiotics solution before closure, inadvertently puncturing bone or tissue during the procedure, multiple tunneling attempts, and using inappropriate tools. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.